Manufacturer narrative:
Unit passed displacement test, basic occlusion test and prime/compromised force sensor system test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose. The customer treated with insulin pump and shots. The product was returned for analysis.